Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. It was not reported if physioneal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.